Event description:
On 6/3/97, pt underwent a right pyeloplasty with placement of a kiss catheter. From history it was removed uneventful. On follow up intravenous pyelogram on 9/24/97 the pt was noted to have retained foreign body from the stent located in the collecting sys of the right kidney. On 11/7/97 pt underwent urteroscopic extraction of foreign body (ring shape).